Manufacturer narrative:
Complaint conclusion: during a coronary angioplasty, it was reported that a 4f tempo catheter (c1 65cm) presented problems by not allowing the passage of the hydrophilic and teflonized guides from the first passage, being apparently blocked. As soon as the product was connected to the manometer it was noticed that the proximal tip of the catheter was cracked. There was no report of patient injury. The procedure was completed by using a same like product. The product was stored according to labeling instructions. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17397904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ and ¿catheter (body/shaft) obstructed¿ could not be confirmed as the device was not returned for analysis. The exact cause of the obstruction and cracked condition could not be determined. Based on the limited information available for review, procedural factors and concomitant device factors may have contributed to the reported event. According to the product instruction for use, which is not intended as a mitigation, ¿treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.  Additional information will be submitted within 30 days of receipt.

Event description:
During a coronary angioplasty, it was reported that a 4f tempo catheter (c1 65 cm) presented problems by not allowing the passage of the hydrophilic and teflonized guides from the first passage, being apparently blocked. As soon as the product was connected to the manometer it was noticed that the proximal tip of the catheter was cracked. There was no report of patient injury. The procedure was completed by using a same like product. The product will be returned for analysis. The product was stored according to labeling instructions.